Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that the lead was returned fully retracted with blood and tissue covered on helix and in sleevehead. Wet the distal end, extend the helix to perform visual inspection on the helix, many turns was applied to transfer torque but the helix could not be fully extended. No helix bent, no fixation site damage were found. A big chunk of tissue inside the sleevehead was observed and this prevents proper torque transfer when turning the is-1 pin. But tissue on helix is not the lead performance failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the days post implant of a pacing lead the lead dislodged. The physician noted there was a default with the helix of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.